Event description:
It was reported that the patient was going to see a health care professional in order to troubleshoot her device. Program b on the patient programmer did not work that well. When the implant was interrogated on (B)(6) 2013, there were slightly out of range impedances. Case and #0, case and #2, case and #8, case and #9, #0 and #2, #8 and #9, #9 and #10, and #9 and #11 were high. It was noted that the patient had not had a good outcome since implant. The patient had some programming changes and had a ¿good¿ outcome. She was last seen in the clinic on (B)(6) 2013 and could walk for 2.45 hours the day prior and the device was ¿on¿ all day. She felt better today. Additional information stated the patient had ¿three weeks of sustainable therapy¿ and then ¿her therapy declined¿ after ¿a rate change from 185 to 180.¿ it was noted the patient was ¿very sensitive to frequency changes.¿ upon returning the patient¿s stimulator frequency to 185, the patient¿s ¿therapy was not recaptured¿ and she ¿continued to decline.¿ it was stated the patient¿s voltage was also increased and that she ¿did not tolerate this without side effects.¿ it was reported the patient was ¿experiencing frequent shocking at the pocket site and shoulder.¿ it was stated the patient also experienced a brief issue of this previously along with dystonia. It was reported that ¿impedances did not reflect any apparent issues at that time.¿ the patient¿s health care provider (hcp) was noted to have ¿concerns about a system issue.¿ it was stated the patient¿s ¿lead placement was not ideal.¿ explanting or revising the device and leads was discussed. The patient was scheduled to meet with their hcp in mid (B)(6) 2013. Additional information reported that a system malfunction was not verified. There were normal impedances throughout all of the patient¿s visits and there was no change in posture testing. The lead had not been revised though it had been recommended. It was noted that the therapy was limited due to the side effects the patient was receiving.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician (B)(4).